Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the airway mobilescope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a stickiness on the control section was found. There was no patient involvement.